Event description:
Edwards received notification from canada that a 71-year-old patient with a valve model 11500a25 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 4 years and 6 months due to calcification. The patient presented with dyspnea. A 26 mm transcatheter valve was successfully implanted within the surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.